Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014 the patient's daughter reported that the patient had a large seeping rash on his back. The patient saw his doctor who recommended the patient use hydrocortisone cream and remove the lifevest for 24 hours. The daughter reported that the patient was likely allergic to the silver mesh of the garment. During a follow on (B)(6) 2014 up the patient reported that the rash was clearing up but was still a little red. During a subsequent follow up on (B)(6) 2014 the patient reported that he was breaking out in hives under the therapy electrode pads again. He reported that he would be removing the vest for 24 hours again due to the irritation. No allegation of a device malfunction.